Event description:
Note: this report pertains to second of five cold snare used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the snares would not cut tissue on small, diminutive polyps. A second cold snare was used; however, the same problem happened. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: the returned cold snare was analyzed. The device was returned without any issues, and the loop could be fully extended. During the functional inspection, the device was extended and retracted using the 10-inch loop fixture, and the loop operated properly. No other problems with the device were noted. The reported event of loop cutting problems cannot be confirmed. The device was found to have no visual issues or damage. It underwent functional testing, and the loop extended properly without any problems. The returned unit showed no evidence of the reported issue or any defect that could have contributed to the event. Based on all available information, the probable root cause assigned is unable to exclude device problem.